Event description:
This is a spontaneous report by a consumer from (B)(6) of effluent was cloudy in a patient (age not reported) coincident with dianeal, unknown and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal, unknown and extraneal viaflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for chronic renal failure. On (B)(6) 2011, the consumer contacted baxter (B)(6) technical service center for assistance with the homechoice device. At the time of the call, the patient experienced effluent was cloudy. It was not reported if remedial therapy was rendered, if dianeal , unknown and extraneal viaflex therapies were ongoing or if the event of effluent was cloudy had resolved. Concomitant medications were not reported. The consumer did not provide an assessment of causality for the event of effluent was cloudy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.